Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1332502) indicated that the device lot met all established performance criteria prior to shipment. It was reported that the physician thought the multiple punctures & the 8f sheath with the patient's blood pressure 155/66 caused the hematoma. Based on the information provided, the root cause of the reported event could have been due to the instructions for use (IFU) not being followed. It should be noted that the warnings in the instructions for use (IFU) indicate the following: "do not use the mynxgrip vascular closure device if the puncture is through the posterior wall or if there are multiple punctures, as such punctures may result in a retroperitoneal hematoma/bleed." In addition, mynxgrip is indicated for use to seal femoral arterial access sites while reducing times to hemostasis and ambulation in patients who have undergone diagnostic or interventional endovascular procedures utilizing a 5f, 6f or 7f procedural sheath.

Event description:
It was reported that a (B)(6) female patient underwent an interventional peripheral procedure on (B)(6) 2014. Access was obtained at the right common femoral artery via an 8f sheath. The physician punctured the artery at least 2 times. A pre-procedure femoral angiogram showed the vessel size to be 7-8 mm and significant calcification/pvd in the right common femoral, profunda and sfa (superficial femoral artery). Following the procedure, the physician who is a trained user, elected to close the access site with a mynxgrip (6f/7f) vascular closure device. According to the physician, it was not possible to close with any other closure device. The mynxgrip device was deployed per the IFU and guidance from an aci sale representative. It was reported that firm pressure was held for 5 minutes post device removal. A hematoma >6 cm in size was detected medial, distal and above the puncture site progressing toward the naval, in a half moon shape. Additional manual compression was held for 20 minutes. The patient was moved from the procedure table to a stretcher and a femostop was placed. The hematoma did not continue to increase in size. The patient was kept in the procedure room for an additional 10-12 minutes for assessment of the groin and vital signs. The patient's groin remained stable and the patient was transported to a recovery room. The patient was hospitalized for reasons unrelated and unspecified. The patient's discharge date is unknown. The physician reported that he thought the multiple punctures and the 8f sheath with the patient's blood pressure of 155/66 caused the hematoma.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1332502) indicated that the device lot met all established performance criteria prior to shipment.